Event description:
It was reported that the device cassette locked but not latched even when the cassette was properly locked and latched. Per reporter, the event occurred during testing. Evaluation of the returned device identified a faulty latch/lock sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue and found that the latch lock flex sensor was faulty. The sensor was replaced to address this issue.